Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent tha in 2012. The ceramic head was dislocated this year. So, the ceramic head and poly liner were replaced on (B)(6) 2015. The activity of the patient is very high.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: scratching was identified around and inside the female taper of the ceramic head, a continuous metal transfer mark was also noted inside the taper indicating that the trunnion was fully seated within the taper. The device was otherwise unremarkable. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lots. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays. Are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The patient underwent tha in 2012. The ceramic head was dislocated this year. So, the ceramic head and poly liner were replaced on (B)(6) 2015. The activity of the patient is very high.